Manufacturer narrative:
Concomitant medical products: 407652 lead, implanted: (B)(6) 2011, 305c225 tissue valve, implanted: (B)(6) 2012, 3058 interstim urinary ipg, implanted: (B)(6) 2015, 3080 interstim urinary lead, implanted: (B)(6) 2000. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they had been to the doctor's office twice that week, and "the lead is either half broken or not working". The patient also stated "they told me that the top of my heart is beating, but not the bottom", and felt it was the bottom lead in question. No further information could be obtained through follow-up communication with the clinic. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.